Manufacturer narrative:
The incorrect inspection result was listed in the executive summary.

Event description:
The manufacturer service technician reported that the device is missing paint chips while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.